Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was entering the valve of the 6f sheath. There was no patient involvement. Another balloon expandable stent was used to perform the procedure.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned. The complaint investigation is inconclusive for stent dislodgment. Based upon the available information the definitive root cause for this event is unknown.